Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on the balloon thus damaging the entire stent with the majority of the stent damage along the mid-section portion of the stent body. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device. The profile of the stent protector & crimped stent are within specification when manufactured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was noted that stent damage occurred. A 38mmx3.50mm promus premier¿ stent was selected for use however after unpacking the device, it was noted that the stent was damaged while still outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was noted that stent damage occurred. A 38mmx3.50mm promus premier stent was selected for use however after unpacking the device, it was noted that the stent was damaged while still outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.